Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing abnormal noise. Device data was submitted to technical services for review. A review found three untreated episodes had been stored with this noise along with a baseline shift and drop in amplitudes. Technical services discussed the noise was non-physiological and was consistent with an issue at the sense b node that could include an under-inserted terminal pin or other impairment with the electrode to device connection. Troubleshooting steps were recommended to try and recreate the noise, and x-rays were recommended to verify the connection and system placement. Reprogramming the vector from primary to secondary could resolve the noise signals, as that vector does not use the sense b node. The field representative later reported the patient had recently lost 20 kg and the physician believed this weight loss contributed to friction in the electrode in the header of the device, and confirmed the vector was reprogrammed to secondary. The device remains implanted and in service. No adverse patient effects were reported.